Event description:
Patient reported obtaining back-to-back blood glucose results of 323mg/dl and 71mg/dl , while using the suspect device. Based on the result of 71mg/dl, patient reportedly self treated , by eating glucose tablets, a peanut butter sandwich, and drinking orange juice. No patient injury was reported. While on the line with technical support, patient ran a level-one control test on the suspect device and the result fell outside of the acceptable range. Patient switched to a new drum, reran the control test, and the result fell within the acceptable range. Technical support requested the return of the suspect product and replacement product was shipped.